Event description:
(B)(4). I can't carry my (B)(6) daughter any more and she's only (B)(6). If I carry her or anything heavy my lower abdomen hurts. I be gained weight because I can't even do sit ups or run